Manufacturer narrative:
Information from this event will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that the string was attached to the wrong side of product and could not be located upon retrieval. No injury was reported, no medical intervention needed.